Event description:
It was reported that during the use of a proplege coronary sinus catheter, pr9, the balloon was filled but occlusion was unable to be achieved. The anesthesiologist attempted to advance the balloon further in and again filled the balloon but was unable to obtain occlusion. Open sternotomy case. It was discovered that the coronary sinus was dissected but the patient was still hemodynamically stable. The pr9 was planned to be pulled out during case and a different retrograde catheter used. When the pr9 was removed, the tip did not look right. No intervention needed for dissection. This was a redo case.

Manufacturer narrative:
Device will be evaluated upon receipt.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection of the device revealed there were no kinks, bends or deformities found. When the balloon lumen was flushed with dyed water there was a leak discovered on the proximal bond of the balloon. A DHR review could not be conducted as the lot was not provided. Based on the information provide and investigation results we cannot definitively determine the root cause of the leak; however, a specific incident during the procedure such as damage during prep, needle strike, or patient-specific issues such as calcification may have contributed. The damage to the coronary sinus and or the balloon could have been secondary to the physician advancing the device too far in an effort to achieve occlusion. No CAPA is applicable. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored through the edwards quality system.